Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician power cycled the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the battery was not fully charged. The customer indicated they will not be returned the device for evaluation. Analysis of reports of this type has not identified an increase in trend.